Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted 4 unopened foley tray systems were received. All 4 temperature sensing catheters were removed from the trays. Visual evaluation noted no obvious defects. The balloons were inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40 for all catheters. The balloons rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The active lengths of the catheter balloons were measured (0.7245", 0.7385", 0.7110", 0.7270") and found to be within specification (0.60" - 0.90"). The catheters measured to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate.